Event description:
It was reported that the implantable cardiac monitor (icm) had fell out of the pocket. As a resolution the new icm was implanted on (B)(6) 2024. The patient was discharged home eventually.